Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) augmentation error occurred. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. The device was tested, it passed all the tests. Trainer and catheter were connected and operated. Augmentation values were tested by adjusting them at different values, no problem was observed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.